Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, low lead impedance and high capture threshold were noted on the lv lead. A programming changes were made. The patient was stable.

Event description:
New information received states that the lv lead was explanted and replaced. The patient was stable.